Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on examination, the keypad was intact without damage. On testing, all keypad buttons had normal response. Investigation did not duplicate the complaint of unresponsive keypad buttons. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Unrelated to the original complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on 07/31/2015 alleging a keypad/button (tactile changes/unresponsive) issue: up arrow and down arrow buttons. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.